Event description:
Same case as MFR# 2134265-2011-03390 and 2134265-2011-03371. It was reported that post a stenting treatment procedure, a myocardial infarction and stent thrombosis occurred. Four drug eluting stents were implanted. A non bsc stent was implanted in the second diagonal branch, a 2.50x12mm taxus liberte stent was implanted in the mid left anterior descending artery (lad), a 3.0x16mm taxus liberte stent was implanted in the proximal lad and a 3.50x12mm taxus liberte stent was implanted in the second obtuse marginal (om). The procedure was successfully completed and the patient was discharged from the hospital the following day. Five months later the patient presented with a myocardial infarction, chest pain, dyspnea and diaphoresis. An EKG revealed an st elevated myocardial infarction which was considered severe in intensity. Thrombosis was found in the lad and it was noted that the physician was able to remove the thrombosis from the lesion. The procedure was successfully completed and the patient was discharged the following day. No additional patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).